Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The report was observed by a zoll approved service provider. The device was then returned to zoll medical corporation for evaluation. However, after disassembling the device to determine root cause, the customer's report was no longer seen. The device was put through extensive testing including running fast testing and full functionality testing without duplicating the report. Internal inspection of the device found no discrepancies. The device passed the final testing procedure, was recertified, and returned to the customer. The electrode pads used at the time of the reported event were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.